Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, the left ventricular lead exhibited loss of capture. The lead was capped and replaced.